Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3886, lot # j0206648v, implanted: (B)(6) 2002, product type lead. (B)(4) - interstitial cystitis.

Event description:
The consumer reported that they were not getting relief from the therapy. Also, they were feeling stimulation down the vagina where it hurts and their urine was a different color. Therapy had been off for two years. The patient had reprogramming done about five years ago and it did not help. She never had it programmed properly. The patient needed the therapy to work for her because it was the only thing that helped her. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information from the consumer reported the device was reprogrammed with limited number of options. When on; the pain went to the vagina and often she had no relief. She noticed a change in the odor and color of her urine when she had the most pain. Nothing was done to resolve the symptoms. She had several reprograms and even though she had immediate relief after her initial surgery, the current programs have not. Hence, repeated. The interstitial cystitis (ic) took away several things in her life. Further information noted the device was reprogrammed with less options, urine color change was partially due to infection from the ic. Nothing was done at the time of report to resolve her symptoms. She had to deal with other health issues that made it difficult to set up a time for resolution. The patient will greatly appreciate if it could be resolved, she did not expect miracles.

Event description:
The consumer reported that they were not getting relief from the therapy. Also, they were feeling stimulation down the vagina where it hurts and their urine was a different color. Therapy had been off for two years. The patient had reprogramming done about five years ago and it did not help. She never had it programmed properly. The patient needed the therapy to work for her because it was the only thing that helped her. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. Additional information from the consumer reported the device was reprogrammed with limited number of options. When on; the pain went to the vagina and often she had no relief. She noticed a change in the odor and color of her urine when she had the most pain. Nothing was done to resolve the symptoms. She had several reprograms and even though she had immediate relief after her initial surgery, the current programs have not. Hence, repeated. The interstitial cystitis (ic) took away several things in her life. Further information noted the device was reprogrammed with less options, urine color change was partially due to infection from the ic. Nothing was done at the time of report to resolve her symptoms. She had to deal with other health issues that made it difficult to set up a time for resolution. The patient will greatly appreciate if it could be resolved, she did not expect miracles. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).